Event description:
It was reported that the patient¿s implant had shifted to the middle of their buttocks and it was bulging out. It had been about a week and the patient had been in a lot of pain. It was noted that 3 days ago, the patient felt the bulge and turned off the machine. They called the patient¿s health care provider¿s (hcp¿s) office, but the hcp was not in and their nurse told them to call the manufacturer. It was confirmed that the patient¿s therapy had helped the patient a lot and the patient had not had any infection. It was reported that the patient did not have any falls or trauma. They wondered if the implantable neurostimulator (ins) shifted if the patient would need to have surgery to move it back.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05dlq, implanted: (B)(6) 2013, product type: lead. (B)(4).